Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no original packaging or other devices. An examination of the device revealed the stent was 1.5cm partially deployed. Two shaft kinks were found located 3.5cm and 4.5cm from the edge of the exterior hub. The shaft kinks prevented the inner hub and inner support shaft from properly functioning in order to deploy the stent and retract the sheath. Product analysis revealed no other damage or anomalies to the stent delivery system (sds) that could have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2011. It was reported that during a stenting treatment procedure, the stent failed to deploy. The indication of the procedure was to relieve biliary strictures. Vascular access was obtained via the right bile duct. The non-stenosed target lesion area was located in a moderately tortuous biliary vessel. The lesion was pre-dilated. This 10x79x750 sentinol biliary stent was advanced to the lesion without difficulties. Once to the lesion, the outer sheath was unable to be retracted preventing the stent from being deployed. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a partially deployed stent.